Manufacturer narrative:
Continuation of d10: product ID evolutfx-29; product lot/serial number (B)(6); product type: heart valve; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed as standard for the implanting physician. The patient had a 63 degree aortic root angle. The valve was recaptured three times as the valve kept dislodging. No difficulty recapturing was noted. The valve was then removed from the body and a new valve was implanted. Per the physician, the patient's anatomy contributed to the positioning difficulties. No procedural delay occurred. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: a1. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) n on-medtronic (true) balloon, and a post-implant bav was not performed. No adverse patient effects were reported.